Event description:
Patient tested 6.2 inr on the coaguchek xs plus system while a comparison lab returned as 4.5 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).